Event description:
According to the reporter, during the procedure, the guidewire got stuck after passing through the puncture needle and could not be advanced or withdrawn. It was also noted that the guidewire got coiled. No cracks in the silicon connection of the catheter. There was nothing unusual observe on the device prior to use. There was no luer adapter issue. The guidewire used was the one provided with the kit. The guidewire being coiled was not noticed in the packaging. The guidewire was removed together with the puncture needle. Post x-ray was not done. The guidewire was still intact when it was removed. There were no tools used when trying to remove the guidewire because the guidewire was stuck in the puncture needle, so it was taken out together with the puncture needle. There was no excessive force used to remove the guidewire. There were no other defects/damages found on the product aside from the reported issues. Iodophor was the cleaning agent used on the device. Tego was not utilized. As a remedial action, it was replaced with a set of catheter of the same model and lot at the same day of the event to continue the operation. The procedure was not completed. There was no blood loss, and no blood transfusion was required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the tip of a guidewire passing through the puncture needle. The guidewire tip was deformed. It was reported that the guide wire was unable to be withdrawn and the guide wire was coiled. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.